Event description:
The customer reported that the insulin pump has been alarming motor error for the past six months. The blood glucose was 125mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Performed the displacement and self test and passed. Instructed the customer to remove and to reinsert the reservoir, the insulin pump did not alarm motor error during rewind. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.